Event description:
It was reported that during an inferior vena cava filter placement procedure, the sheath was allegedly brittle and was breaking when touched. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one introducer sheath in 4 segments and label were returned were returned. For evaluation. During visual evaluation, the introducer sheath was received in 4 segments, multiple circumferential breaks were noted to the distal end of the sheath and the distal segments of the sheath were returned. A partial circumferential break was noted proximal to the introducer hub. Complete breaks were noted on all segments. No other anomalies were noted. Functional testing was not performed due to the device condition. Two electronic photo was provided and reviewed. The first photo shows the label of the device, which was verify with tw details and second photo shows the distal end of the sheath is detached. Therefore, the investigation is confirmed for the reported break. As the partial circumferential break was noted proximal to the introducer hub. Also, based on the photo review and sample evaluation the investigation is identified for the detachment as the multiple circumferential breaks were noted to the distal end of the sheath and the distal end of the sheath is detached in photo. A definitive root cause for the break and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 10/2025), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2025). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the sheath was allegedly brittle and was breaking when touched. The procedure was completed by using another device. There was no reported patient injury.